Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Manufacturer representative reported having trouble recharging and they were getting no device found. The patient was advised to attempt at most 3 passive mode recharges and then a disable and re-enable. It was reported that they used their clinician tablet and were able to charge normally. It was also reported that the patient is bigger and had the ins moved from the back to the front to improve access for charging. It was later indicated that he did one passive charge with the patient then were able to connect to the ins without the recharger connected. The ins battery status showed 60%. The caller connected a second time and the ins battery status was at 0% or red. The rep stated that they then did a disable/re-enable on the ins, but it did not resolve the issue. When they try to start a recharging session the controller still shows that they were running the passive charge for a second time. No further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. It was reported that when patient attempted to recharge, the recharge quality goes from excellent or good to poor, without patient moving; fluctuating back and forth. Rep stated they know this is a "good implant." Rep was on their way out to their car to get another recharger to try and was going to call back. Rep noted that ins still had some charge in it as they didn't need to go through passive recharge cycles. Patient services reviewed and advised rep to callback if other recharger results in better charging. Rep called back stating that when he used his recharger, patient would charge normally. But, when patient used her charger, the recharge quality would go from excellent to poor fairly quickly. A replacement recharger has been sent to patient. No symptoms were reported. No further complications were reported or anticipated. Additional information was received from a manufacturer representative (rep). It was reported that the patient's initial issue (going from excellent to poor charging quickly) was ongoing even with the pc and rtm replaced. The rep did not feel like depth of the ins was an issue. No further complications were reported. Additional information was received from a manufacturer representative (rep) reporting that the cause of the ongoing poor charging was thought to be that the implant may have tilted a bit in the body so it was not flush and giving them a difficult time recharging, and the physician was going to talk with the patient about a potential surgery to revise the pocket. No further complications were reported or anticipated. Additional information was received from a manufacturer representative (rep) reporting that everything had been put on hold because of covid-19, and thus there was no surgery date scheduled or determined. No impact to the patient or their symptoms were reported. No further complications were reported or anticipated. Additional information was received from a manufacturer representative (rep) reporting that the most likely cause of the implant tilting in the body was due to the patient's anatomy. The patient is having their stimulator removed. No further complications were reported or anticipated.